Event description:
Additional info received from MFR on 09/23/1998: thiry-five samples were returned for evaluation. The returned units were visually evaluated under fiber optic light to detect broken locking tabs. No defects were found. Functional testing was performed by fully activating the devices. All of the devices functioned properly and none failed to lock. Device unlocking force was measured. All results ranged between 6.34 lbs and 7.92 lbs. The manufacturing specification in 2 lbs minimum. As the actual sample was not returned, co is unable to determine the exact mode of failure.